Manufacturer narrative:
The insulin pump was received with escape and act buttons response due to corroded keypad traces also, moisture damage was found on the electronic and motor assembly. No button error alarm note during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer was swimming with insulin pump. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.